Event description:
The caller reported a malfunction on a pump, identified with malfunction code 15. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if any issues arise again.